Event description:
It was reported that the down arrow button requires several presses for a response. The patient's father reports no holes or tears in the keypad.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/01/2011 with the following findings: up and down button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts.